Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Pacing system analyzer (psa) testing yielded high out of range pacing impedance measurements and noise. When attempting to extract the lead, the helix mechanism would not retract. The lead body was rotated and the lead was successfully removed. It was noted the helix was extended. Attempts to exercise the helix on the table were made however were unsuccessful. An ra lead was not implanted and a single chamber pacemaker and right ventricular (rv) lead were successfully implanted. No adverse patient effects were reported.